Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® lh pst¿ ii plus blood collection tubes there was an issue with coagulation. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Bd received samples from the customer facility for investigation. Evaluation of the customer samples was conducted and a lack of heparin additive was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met. Based on the evaluation of the customer samples, a lack of heparin additive was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd vacutainer lh pst ii plus blood collection tubes there was an issue with coagulation. There was no report of injury or further medical intervention.